Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009. Product type: accessory. (B)(4).

Event description:
It was reported that "several weeks ago", the health care provider (hcp) was able to get 12 milliliters (ml) of medicine in the pump, and then it stopped. They took the needle out, a "little hematoma popped up" around the refill site, so they did not attempt injecting anymore that day. Then the patient came back for a refill. The hcp was able to access the port and they were expecting approximately 0.8 ml's, but they were only able to aspirate a small amount of medication. Then they were not able to inject any medication into the pump. A different kit was tried, and the hcp tried using saline to see if they could get saline in, but the saline would not go in either. It was noted that there was no medicine in the pump. The pump was used to deliver fentanyl, bupivacaine and ketamine. Additional information has been requested, but was not available as of the date of this report.